Manufacturer narrative:
The reported event is being contributed to stress and eventual fatigue in the material of the fixed seat tube. Reports received are client remains in seating during transport in vehicle. It is believed these external forces, over time, contributed to the stress and eventual fatigue of the material on the upper plate. Material and structural testing was performed at the parent company. In 2011, a change in the design of the part was implemented which improved quality and durability of the seat post area. The wheelchair has been repaired with a newer revision component and returned to client with no further reports having been noted. The DHR was reviewed and unit built according to specification.

Event description:
Permobil (B)(4) was contacted by local dealership reporting that as the end-user was traversing down a street in their c500 wheelchair, the elevator upper plate where the seating mounts had become separated from the inner tube allowing the seating with end-user to fall over to one side. No injuries were reported to have occured as a result of this event.